Event description:
Pt called stryker pt center to report that her surgeon advised her that her revision was due to the recall.

Manufacturer narrative:
Device not received. No evaluation will be performed. If the device or additional info becomes available, it will be issued on a supplemental report.